Manufacturer narrative:
A specific root cause could not be identified. Based upon information provided for investigation, the low crp result was most probably an issue with sample quality. The erroneous result caused no adverse event.

Event description:
The customer reported that they had an erroneous result for one patient sample tested for c-reactive protein (crp). The sample initially resulted as 2.33 mg/l and this value was reported outside of the laboratory. The nurse called to question the result because the patient's previous result from 11 hours earlier was 219 mg/l. The sample was repeated on the same analyzer and resulted as 173.73 mg/l. The sample was also repeated a second time on a different c501 analyzer and resulted as 178.0 mg/l accompanied by a data flag. A corrected report with the value of 173.7 mg/l was issued. The patient was not adversely affected by the event. The crp reagent lot number was 65317401 with an expiration date of 01/31/2013. The field service representative was not able to determine a cause. He checked the rinse volumes, checked the internal rinse and external rinse of the probes, and checked probe alignments; all checks were good. He ran a precision and the results were acceptable.